Event description:
It was reported that the patients leads had high impedances. The patient underwent a revision procedure wherein one of the leads was adjusted and the other one was replaced. The patient was doing well postoperatively. The explanted lead was not returned as it was kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7074972.